Event description:
The customer reported that the system exhibited an error. Further information was received from the fse indicating that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and put back into service.